Event description:
A (B)(6) female with severe 3-vessel disease, atrial fibrillation, recent cardioversion (for atrial fib) and on xarelto medication. On (B)(6) 2013, pt underwent coronary artery bypass grafting x3 with ima. During bypass procedure the surgeon had intended to perform a cyromaze (for atrial fibrillation). The surgeon attempted x3 (each time with a new probe) and for over 45 min to get the cyromaze machine to work. After several unsuccessful interventions including contacting medtronic sales rep and the company's clinical engineer, surgeon made the decision to terminate the cyromaze procedure and proceed with rest of bypass surgery. After procedure pt was transferred to ICU post-op. Pt progressed well and was discharged home on (B)(6) /2013 (postoperative day 5). Post-op (same day of surgery), it was discovered that a helium tank had been inadvertently attached to the cyromaze machine instead of the intended nitrogen tank preventing the cyromaze machine from performing correctly.